Event description:
The customer reported that the device got hot during use in an oral surgical procedure and the pt received a blister on the lip. No add'l medical or surgical intervention was required. It is reported that on post-op visit the pt is doing fine.

Manufacturer narrative:
Medwatch form not received from user facility. All sections on this form completed by the MFR. Investigation findings: the drill was received for evaluation and did not confirm the customer's reported problem of increased temperature. The customer will be contacted regarding findings and for add'l inservicing needs.